Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to a vibratory alert that was delivered by the device. The device was interrogated and there was an increase in capture that resulted in a loss of capture on the right ventricular (rv) lead. The rv lead was capped but not replaced. The patient was stable.